Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a gel mentor breast implant of unknown type and experienced capsular contracture with baker grade iii on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor gel implants of unknown type on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the product lot number is 1006982, and the catalog number 3545507, which corresponds to a mentor memorygel breast implant 550cc gel implant with serial number (B)(4). The additional information also indicates that the implantation date/date of implant (doi) was on (B)(6) 2008. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).